Manufacturer narrative:
Device evaluation is pending.

Event description:
It was reported that the force sensor won't calibrate. Patient involvement is unknown.

Manufacturer narrative:
Other text: additional information was received indicating that additional information is unknown and most of the issues were found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to right plunger case, cracking on bottom case and the battery and top case were counterfeit. Review of the event history log showed an occurrence of a "force sensor test" error. Functional testing involved checking force calibration and the reported issue was duplicated. The force sensor was replaced and the issue was resolved. It was noted that no external damage was observed on the force sensor and that the parts were over ten (10) years old. It was possible the issue was a result of use due to the age of the parts. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.